Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At the time of the report, the patient was hospitalized for a broken leg. The sensor was inserted into the abdomen. A short time after the 2- hour warm-up, the patient¿s cgm started alerting for low with a value of 41 mg/dl and continued to alert throughout the night. The patient self-treated with carbohydrates; however, the cgm continued to alert for low with a value of 41 mg/dl. At an unspecified time, a finger stick bg was performed by the hospital staff and was 699 mg/dl. The patient was moved to the intermediate medical unit (a higher level of care) and treated with IV saline and insulin injections (short and long acting). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 08/26/2022. It was reported that the patient remained in the hospital for 2 weeks for the serious adverse event that occurred on (B)(6) 2022. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).